Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleging nose irritation, respiratory tract irritation, dizziness, headache, inflammatory response, cancer. No other peripherals or accessories were returned with the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. At this time pil observed the heater plate warmed properly. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to the machine having 5678.5 hours, 0 blower hours and 0 therapy hours. The error log showed 32 errors logged. During the investigation pil observed the control knob was missing. Pil observed a dirt-like contamination on the top cover/ui panel. A crack/break in the ui panel was observed along with scratches on the ui panel/ top cover. Unknown damage was observed on the front of the top cover/bottom enclosure. Dust-like contamination was observed on the left side panel. An excessive amount of dust-like contamination was observed on the right-side panel. Dried liquid spots, evidence of liquid ingress was observed inside the iso port. A whitish dust-like contamination consistent with mineral deposits along with a blackish contamination consistent with degraded sound abatement foam, potential hair-like particles and an unknown contamination was observed in the water tank. Pil observed a dark brown liquid stain on the bottom of the humidifier bottom enclosure. A brownish rust coloured stain was observed in the lower base and on the heater plate spring. Pil observed both anti slip pads on the humidifier bottom enclosure were missing. The issue of degraded sound abatement foam is addressed by CAPA 7211. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of nose irritation, respiratory tract irritation, dizziness, headache, inflammatory response and cancer. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.